Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) dialed into the station and did not observe any failure. Upon contacting the customer arranged for a technician to check the unit, and no failure was observed. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed to open. Multiple recovery attempts were made, and the machine was rebooted. However, the door did not click as if it were attempting to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.